Manufacturer narrative:
Bayer service went to the site and performed a system check of the avanta, finding it to perform to specification. The subject single patient sterile disposable (spat) and multi-patient sterile disposable (mpat) were received and examined by bayer product analysis. Functional testing of the disposables found them to perform to specification.

Event description:
A bayer representative reported the following: a (B)(6) year old woman was undergoing diagnostic coronary angiography while connected to an avanta fluid management system (serial number (B)(4)). A catheter was placed in the left coronary artery (lca) and an injection was successfully performed to check catheter position. Following a second injection, an indeterminate amount of air was visualized in the lca, in particular, the anterior interventricular branch of the lca and circumflex artery. The anterior interventricular branch of the lca and circumflex artery were described as "completely gone". The patient became unstable and suffered an episode of bradycardia. Following a saline flush, the patient's symptoms subsided and her condition improved. Blood flow returned to both vessels.